Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve and gastointes tinal/ pelvic floor. It was reported that program #4 had been the only program that worked, but now it was not working well. The patient explained that their therapy had stopped helping their symptoms and they were back to where they started and having to wear pads. They stated that they had tried increasing to the point that stimulation was uncomfortable but not painful, and tried all four programs, a couple days on each. Programs 1, 2 and 3 did not seem to work and the stimulation felt painful in the buttock area. The patient felt stimulation in their vaginal area on program 4, but that it was not helping their symptoms. Patient mentioned having bumped their backside against a doorframe shortly after their implantable neurostimulator (ins) was implanted, but that the ins had still been working after that. The patient reported that they had gone to an appointment with their managing physician and manufacturer representative on (B)(6) 2016. The steps taken to resolve their issues included having their device was reprogrammed and being instructed to wait five days before resuming use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.